Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mmm993, and no non-conformances were identified. An opened sample of product code vcp503, lot # mmm993 was received for evaluation. During the visual inspection of the sample, the swage and attachment area of the detached needle was noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. During the procedure the needle and suture were separated. There were no patient consequences reported.